Event description:
A gore viabahn endoprosthesis was implanted for the treatment of a popliteal artery aneurysm. Two weeks post implant, while harvesting grapes, the pt experienced acute pain behind the knee. The pt returned to the hosp where imaging showed that the proximal sfa through the graft and into the distal vessels was entirely occluded. Thrombolysis was performed with an angiojet to remove the clot and the pt was released. The next day, the pt returned to the hosp when the graft occluded for the second time. The physician performed a surgical bypass. The device remains implanted. The physician did not feel the device contributed to the occlusion.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.